Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test at 0.08730 inches. The insulin pump was received with cracked case at the battery tube threads. The insulin pump was received with minor scratched display window and case.

Event description:
The customer's spouse reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl at time of incident and blood glucose was 328 mg/dl at the time of call. The customer's spouse reported that the high blood glucose was treated with insulin pens. It was reported that the pump was no longer working. The customer's spouse declined troubleshooting for high blood glucose level. Customer was advised to confirm accuracy of bolus wizard settings. The insulin pump was returned for analysis.